Event description:
Related manufacturer reference number: 1627487-2021-00776. It was reported patient experienced high impedances after an ipg replacement. As a result patient underwent surgical intervention on (B)(6) wherein it was noticed that the high impedances were due to a bad connection off the extension to ipg header. The connection was "fixed" and all impedances were normal. This addressed the issue.